Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on 06-dec-2022 via email and attached to complaint object: date of the event: 11/20/2022; the reported event did not occur during patient use; the event did not result in patient harm; medical intervention was not required; the outcome of the event is resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that a pump exhibited a primary audible alarm background test. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt. The top and bottom cases were in good condition with no visible contamination. An error code was found in the ehl (event history log). Power up self-test and infusion/occlusion tests were performed. The customer reported issue could not be duplicated. The root cause of the reported issue is unknown due to no problem being found. Preventive maintenance was performed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).